Event description:
It was reported to philips the device had a failed touch panel. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The philips field service engineer (fse) confirmed the issue. The issue was not resolved by calibration so a part replacement was needed. Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6).

Manufacturer narrative:
H10: based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications. There was no patient or user harm reported due to this event. The customer's alleged malfunction was confirmed, and it was determined that the root cause was the touchscreen. The touch screen failed due to multiple resistance measurement failures.